Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Medical records were reviewed by post market surveillance staff. There was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter.

Event description:
Medical records were provided by the patient's dialysis center. The peritoneal dialysis (pd) patient presented to the hospital on (B)(6) 2016 with lack of energy and appetite for the past two weeks. The peritoneal dialysis fluid lab results revealed a hazy appearance and white blood cell count of 947 to confirm a diagnosis of peritonitis and the patient was admitted. The peritonitis was confirmed to be due to the organism staphylococcus epidermis. The peritoneal dialysis catheter exit site appeared healthy with no drainage. Physical examination of the abdomen revealed soft non-tender, no guarding, or rigidity. The patient was started on gentamicin through peritoneal dialysis. Peritoneal dialysis treatment continued during the hospitalization. The patient progressed and the peritoneal dialysis fluid culture revealed a decrease cell count to 12. On the third day of the hospitalization the patient¿s temperature was normal at 97.9 degrees fahrenheit. The patient was discharged home on (B)(6) 2016 to continue antibiotic therapy with vancomycin for two weeks through the peritoneal dialysis catheter. The pd nurse stated that the episode of peritonitis was attributed to touch contamination, where the patient had breaks in technique and sterility. The pd nurse indicated that the patient did not practice aseptic technique during peritoneal dialysis treatment and did not wash hands nor don a mask. The pd nurse stated that there were no fluid leaks during peritoneal dialysis treatments prior to the diagnosis of peritonitis.

Manufacturer narrative:
(B)(4). A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's contact reported the patient had been diagnosed with peritonitis. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient was diagnosed with an episode of staphylococcus epidermidis peritonitis and was hospitalized (B)(6) 2016. The pdrn stated the infection was attributed to touch contamination, where the patient had breaks in technique and sterility, and indicated the patient did not practice aseptic technique during treatment: the patient did not wash his hands and did not don a mask. Per pdrn no fluid leaks were reported during treatments or prior to infection. Medical records were requested.